Manufacturer narrative:
The customer reported problem was confirmed. Visual inspection the service technician noted that they replaced carriage block assembly, linear sensor, and right iui connector. The proximate cause of the reported issue was due to wear/damage of the carriage assembly - split nut. A review of the device history record for sn (B)(4) was performed from 06/20/2004 to 8/21/2020 and note that this device has been returned for service six times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 - the implementation date of the erp system.

Event description:
The customer reported the device failed calibration.